Event description:
A malfunction on the pump was reported, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was informed they could continue using the pump and instructed to call back if any malfunction code reappears.